Event description:
Caller reported a cartridge alarm 20 during the load process, which led to recurring issues despite attempts to resume insulin therapy. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the caller about the correct cartridge removal process and proceeded to send a replacement pump as the customer's device was still under warranty. The caller acknowledged the instructions, including returning the faulty pump and programming the replacement with their settings. Customer will use a backup pump.